Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7072583/7072520.

Event description:
It was reported that the patient experienced loss of stimulation. All device components were explanted and were not returned as they were kept by the medical facility.